Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under anesthesia was undergoing atrial fibrillation procedure. As the doctor was inserting the catheter into the patients' heart, it was noticed that the catheter was not displaying an image on the ultrasound system. The doctor removed the catheter and reinserted a new catheter to continue and complete the procedure. The ultrasound system system was not rebooted; however, there was a delay of 10 minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of no image being displayed on the catheter was investigated. The defective catheter was returned, and investigation was performed. Visual inspection found severe delamination on the stack face. The root cause of the complaint was determined to be acoustic array delamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.